Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed three nicks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation as well as a bilateral exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.